Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Concomitant medical products: etbf2516c145e stent graft, implanted: (B)(6) 2014; etlw1610c124e stent graft, implanted: (B)(6) 2014; etlw1613c124e stent graft, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance readings for the right ventricular (rv) and superior vena cava (svc) portions of the lead. Follow up indicated that the alert settings were adjusted and no intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced.